Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found a complete circumferential break in the outer catheter shaft. While attempting to inflate the device a leak was noted at this break and the balloon was unable to be inflated. Therefore, the investigation is confirmed for the reported inflation issue, as well as a break in the catheter shaft. It is likely that the inflation issue experienced by the user was caused by the break in the catheter shaft. However, the definitive root cause for the break in the shaft could not be determined based on available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon catheter was allegedly unable to inflate. Another device was used to complete the procedure. There was no reported patient injury.